Event description:
It was reported by the customer, during a routine microbiological culture of the evis exera iii gastrointestinal videoscope at reprocessing, the scope tested positive. The scope was cultured again and tested negative. There was no growth aerobically after two days of incubation. The facility was requesting the channels on the scope to be changed. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. The only issue found was the scope cover unit was deformed. Optional replacement included distal end replacement and suction cylinder replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when the user re-tested after reprocessing, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.